Event description:
It was reported that by a patient representative, that the patient is hearing patient alert tones, again. The patient representative indicated they were in clinic last week and apparently had the patient alert tone cleared and, they were told everything looks good with regards to the patient's heart condition. In addition, the patient representative noted they tried to explain the reason for the tone and it was not entirely clear and a bit technical for understanding and noted that was relayed about the patient alert tone had something to do with too much energy passing through the leads. The patient representative was referred to the physician. The right ventricular (rv) lead, epicardial right atrial (ra) lead, epicardial rv lead and epicardial left ventricular (lv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: ddpa2d1 ICD implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.